Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a stumble the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was repositioned to the opposite side. Therapy was restored post-op.